Event description:
A "refurbished" device, the "impact ligasure" by covidien, refurbished by company "stryker sustainability solutions," to a less than new state without nano coating, "failed to appropriately seal/ligate and divide blood vessels," resulting in post operative hemorrhage. The patient proceeded on to end organ ischemia and multi system organ failure and succumbed to this insult. FDA safety report ID # (B)(4).